Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the upper abdomen and stomach on (B)(6) 2017 using a cooladvantage applicator, coolcore contour, and to the lower abdomen on (B)(6)2017 using a cooladvantageplus applicator. After the treatment, the treated area felt numb for a few weeks and with time her abdomen became more swollen and she had to wear more wider clothes. The patient was diagnosed with paradoxical hyperplasia (pah/ph) in the upper, middle, and lower abdomen on (B)(6)2017.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the upper abdomen and stomach on (B)(6) 2017 using a cooladvantage applicator, coolcore contour, and to the lower abdomen on (B)(6) 2017 using a cooladvantageplus applicator. After the treatment, the treated area felt numb for a few weeks and with time her abdomen became more swollen and she had to wear more wider clothes. The patient was diagnosed with paradoxical hyperplasia (pah/ph) in the upper, middle, and lower abdomen on (B)(6) 2017.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the upper abdomen and stomach on (B)(6) 2017 using a cooladvantage applicator, coolcore contour, and to the lower abdomen on (B)(6) 2017 using a cooladvantageplus applicator. After the treatment, the treated area felt numb for a few weeks and with time her abdomen became more swollen and she had to wear more wider clothes. The patient was diagnosed with paradoxical hyperplasia (pah/ph) in the upper, middle, and lower abdomen on (B)(6) 2017.